Event description:
It was reported that the leads had high impedances causing stimulation issues. The patient underwent a lead replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7078967.

Manufacturer narrative:
Sc-2317-70 sn: (B)(6). The returned lead was analyzed, and visual inspection revealed that the lead was cleanly cut into two pieces approximately 34 cm from the distal end of the lead. Electrical test could not be performed due to the cut lead body. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified on the returned lead. A labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, this investigation is assigned a probable cause of known inherent risk of device. Sc-2317-70 sn: (B)(6) the returned lead was analyzed, and visual inspection revealed that the lead was cleanly cut into two pieces approximately 34 cm from the distal end of the lead. Electrical test could not be performed due to the cut lead body. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified on the returned lead. A labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, this investigation is assigned a probable cause of known inherent risk of device.

Event description:
It was reported that the leads had high impedances causing stimulation issues. The patient underwent a lead replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively.